Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. *the patient called back and does not allege the infusion device caused or contributed to the elevated blood glucose levels. The allegation of delivery inaccurate was withdrawn by the patient. The patient will not return the infusion device for evaluation. Other text : the product is not expected to be returned for evaluation.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized with a blood glucose result of "over 30 mmol/l". The patient was treated with insulin via IV at the hospital. It is unknown how long the patient was in the hospital. *the patient called back and does not allege the infusion device caused or contributed to the elevated blood glucose levels. The allegation of delivery inaccurate was withdrawn by the patient. The patient will not return the infusion device for evaluation.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized with a blood glucose result of "over 30 mmol/l". The patient was treated with insulin via IV at the hospital. It is unknown how long the patient was in the hospital.